Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's cervical and thoracic ipg's were explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
A patient's cervical and thoracic ipg's became inoperable following an unrelated patient surgery wherein the patient's ipg's were turned off was reported to abbott. As a result, both ipg's were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-02231. It was reported that the patient's cervical and thoracic ipg's became inoperable following an unrelated patient surgery where in the patient's ipg's were turned off. Surgical intervention may take place at a later date to address the issue.